Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that during a reprogramming appointment, the lead connections were checked and 0-7 were all shown as not connected. The impedances were then checked and 0-7 were listed as out of range/do not use and 40,000 ohms. The 8-15 lead was connected and within normal limits of impedances. The rep was able to program the patient her low density setting to the 8-15 lead and keep her stimulation coverage in her desired area. The rep reported that the patient stated no fall and couldn¿t think of anything that happened to cause this. The rep physically pressed on the battery while rechecking the connections and impedances to see if the physical movement of the battery affected either one and there was no change. The rep programmed around the connections/impedance issues. The issue was not resolved but the patient was happy with the existing program on the 8-15 lead. No further complications were reported.